Manufacturer narrative:
One zimmer trabecular metal implant was returned for inspection. A visual inspection revealed that the device shows moderate signs of wear and bone tissue attachment about the threaded region. The base of the implant below the tm portion is confirmed to be fractured. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 2 additional related complaints for this product lot. These additional complaints describe implant fracture, and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal implants 4869 rev 7-01/16. Information identified: breakage: implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. The complaint is confirmed. A root cause cannot be determined. The following sections have been updated: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). (B)(6).

Event description:
It was reported doctor indicated that during placement implant fractured in half. All fractured parts were retrieved. Doctor placed another implant in the same surgery.